Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, and the customer was advised to attempt the reset and follow up if further assistance was needed.